Manufacturer narrative:
The instrument was investigated. The field service engineer (fse) inspected the instrument. Fse was unable to duplicate the error, however, the trace files indicated an error. The fse replaced the tip clamp, plunger clamp, splld spring and compression spring in position #9. All equipment checks performed successfully following repairs. The instrument was tested without further problem and was returned to expected operation.

Event description:
The ortho summit sample handling system instrument did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. (B) (4).